Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2019-11522, related manufacturer reference number: 2017865-2019-11527. It was reported that the patient presented with an infection that spread globally and was septic. The patients implantable cardioverter defibrillator system was explanted. Patient tolerated the procedure well and was placed on antibiotics. Physician alleged the infection was due to implanting physician placing the device superficially. Patient condition was stable.